Event description:
Additional device evaluation:upon inspection of the returned guide wire, a fracture of the outer spring was observed approximately 2cm from the distal tip. The safety wire weld was found to be intact.

Manufacturer narrative:
Result: user handling during procedure result in damage seen on returned device. Conclusion: cause of damage is likely user related.

Event description:
It was reported that the angiographic guide wire was used in a patient and when removed the "wire nearly break". No injury to the patient reported. Device evaluation: the wire was received at medtronic for evaluation. The wire appears to be sharply kinked at the coils, the inner core wire is also severely kinked but it remained in one piece.

Manufacturer narrative:
Result: further investigation review cannot establish a root cause. Conclusion: further investigation review cannot establish a root cause.

Manufacturer narrative:
Evaluation, results: (inconclusive, investigation in progress); deformation problem (wire severely kinked but still in one piece); conclusion: inconclusive- investigation in progress. (B)(4).